Manufacturer narrative:
Pump received with normal operating currents. No unexpected failed battery test alarm noted. All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that none of the buttons work. The customer stated that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated she was trying to bolus and the numbers were scrolling. Customer was advised that the device would replaced and agreed to return the product for analysis. The customer declined to troubleshoot for battery issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.